Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported the catheter hub cone shows fluid leaks during infusion: lack of sealing of the inlet cone. The problem appears to have been seen in at least 3 catheters from the same batch. This report addresses the second device.